Manufacturer narrative:
It was indicated that the device is not available for return. Because the device has not been received, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib) using an intellanav stablepoint open-irrigated catheter there was insufficient irrigation. Flushing was performed, however, when the catheter was irrigated fluid didn't come out of all the irrigation ports. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.